Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has an obstructed ear canal wall and that the electrode array was found in the ear canal followed by re-implantation with a new device for prophylactic reasons. During re-implantation cholesteatoma and infection were observed. It was also reported that the device was working properly and that no device quality problem was alleged.